Manufacturer narrative:
The autopulse platform (sn (B)(4) will not be returned to zoll for investigation because the zoll representative advised the customer that the autopulse platform needs to be reprogrammed; however, the autopulse platform's model/version is old, and it cannot be reprogrammed. The last autopulse 1.1 was manufactured in 2009. As of july 2016, zoll announced the end of life for autopulse 1.1. Many vital components used in ap1.1 are no longer available, further restricting our serviceability.

Event description:
The customer reported that the autopulse platform (sn (B)(4) would not function. No further information was provided. Patient use information was requested but no additional information was provided.